Event description:
It was reported that high impedance occurred on the ablation generator, and ablation could not be performed. Subsequently, the procedure was cancelled. The status of the patient sedation when the cancellation occurred is unknown. During a procedure to treat atrial fibrillation and atrial flutter, an intellagen connection box was selected for use. High impedance was observed on the ablation generator, and ablation could not be performed. The connector cable and the intellanav mifi catheter were then replaced, but the issue was not resolved. It was confirmed that were no problems with the intellanav catheters, and the problem was identified to a faulty connection box. Subsequently, the procedure was cancelled with no patient complications reported. This is being reported for cancellation of the procedure with patient's sedation status currently unknown.